Event description:
The representative reported that the pump and catheter were explanted due to battery depletion. The drug used in the pump was baclofen. Add'l info has been requested from the physician.

Manufacturer narrative:
Results= hole in device material. Results of final device analysis revealed catheter leakage; a hole was detected that corresponds in location to the end of the pump metal connector pin.